Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose readings between 300 mg/dl and 400 mg/dl. Customer stated they treated with a bolus and by drinking water. Customer mentioned that the sensor readings did not match the blood glucose readings and the customer was being told that they their readings were dropping. It was noted that the customer's blood glucose reading was 272 mg/dl while the sensor was reading 102 mg/dl. Customer declined high blood glucose troubleshooting. Device is not being returned for analysis.